Event description:
Healthcare professional reported "capsular contracture baker grade 4, hardening, pain and deformity" and "bilateral sparse cysts. "This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Continued: e.1. State: sp zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.